Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and excessive no delivery test. There was no motor error or no delivery alarm noted. The motor was tested outside of the device and passed. The unit had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported by the customer that their insulin pump was alarming motor error and no delivery. Customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.